Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va088yp, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for a CT scan. There was no suspected problem with the device or therapy. The patient has bone disease in her ankle and was having CT scan performed. The patient had painful uncomfortable stimulation/overstimulation. The patient turned stimulation on and stated that stimulation was painful and the patient turned stimulation off and decreased to 0.0 than the pain ended. It was confirmed that the therapy was on. Patient had just turned stimulation on and she was not sure how long therapy had been off. Decreasing amplitude eliminated the uncomfortable stimulation. Troubleshooting resolved reported issue. Patient was able to get stimulation on at a comfortable level program 6 at 0.6 amplitude. The patient had a loss of therapy. Her therapy was off but states she did not turn stimulation off. The patient doesn't feel stimulation. She typically does not feel stimulation so did not think to check it until today. When asked if there was any medical procedures/emi that could be related to this issue, the patient reported that she has had multiple CT scans on her ankle. Troubleshooting resolved reported issue. She was able to turn stimulation back on and feel stimulation. Patient tried to turn stimulation up today and she couldn't because therapy was off.